Event description:
Papyrus pk stent deployment: the first covered stent came off of the stent delivery platform. We were able to recover the covering because it was within the guide. Covering came off at very low tension. This is an unusual performance for stents in 2019. The vessel was small. It was angulated and moderately calcified. We did successfully place a second covered stent using a guide extension. FDA safety report ID# (B)(4).